Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. As of today the device and lead remain in service and the patient will be monitored.